Event description:
The complaint states that no audio output was reported. Product was provided for investigation. The allegation could not be confirmed via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no audio output was reported. Product was provided for investigation. The allegation could not be confirmed via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.